Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had positive blood cultures for bacteremia on (B)(6) 2019. On (B)(6) 2019, they were admitted for infection with symptoms of vomiting, fatigue and chills. The infection was treated with intravenous antibiotics and their symptoms resolved. They remained on chronic life-long antibiotics.